Event description:
It was reported that the 9800 sys would not produce x-rays when the fluoro button was depressed. It was noted that the monitor had no image. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the sys interface pcb, sundance and the generator interface pcb. The sys was tested and found to be working as intended and placed back into service.